Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over to pyxis. A technical support specialist (tss) connected to the server and executed a downtime query to assess system status. The tss reviewed the results, identified a delay in processing despite active interface communication, and restarted the external messaging service along with required network services; however, no change was observed. The tss further reviewed system alerts indicating delayed pharmacy orders and a communication-related override on the device. The tss then connected to the carefusion coordination engine through a secure session and confirmed that admission, discharge, transfer data and orders were transmitting correctly and found no issue. The tss documented that the customer later indicated the issue had likely been resolved on the customer side. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders failed to cross over to the system, preventing medication retrieval as expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.